Event description:
These lifts have had several catastrophic failures. During the most recent failure the pt died. Rptr indicated that the death had been reported to FDA, and the health dept had just had the nursing home, where the pt was killed, in for a meeting to discuss the problem. Rptr indicated that the firm didn't seem to care about the problem when they were contacted by the nursing home.